Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to "vent blocked creating vacuum in bag (excludes non-vented bags)". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that patient had an overnight drainage bag but unable to drain it. Patient does not have the item number of the bag. Representative advised walked patient though steps squeeze alligator clamp to disengage from the plastic housing, point green outlet tube at toilet and use thumb or index finger to release plastic clamp so urine flows from the bag with success.